Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The subject device had no abnormalities and camera head combined also worked normally. Additionally, no device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
No device will be returned, as the territory manager visited the user facility and could not confirm the reported no image condition or any defects on the referenced unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the clinical engineer at the user facility that the visera elite ii video system center does not work and there is no image during preparation for use. No patient injury or harm was reported.